Manufacturer narrative:
(B) (4): physio-control indicated that the device will most likely need a new power conversion pcb and provided customer with the part number and ordering info. The removed assembly has not been returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported that the device will power on while the "on" button is pushed in; however, when the "on" button is released, the device will power off. There was no pt use associated with the reported failure.